Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: device moved to uterus") and pelvic pain ("pain-right side of pelvis") in an adult female patient who had essure (batch no. 789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizure and c-section. Concurrent conditions included vulvovaginal pruritus, burning feeling vagina, ovarian carcinoma, chlamydial infection, seizures and haemorrhagic cyst. Concomitant products included medroxyprogesterone acetate (provera) (B)(6) 2011 to 2011 for contraception as well as topiramate (topamax) since 1996. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type : urinary"). The patient was treated with surgery (to remove the essure implant-total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2017. At the time of the report, the device expulsion, cystitis and vaginal discharge outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right tube 4 coils, left tube 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion on (B)(6) 2011 patient had total fluoroscopy resulted in appropriately placed bilateral essure micro-inserts in the fallopian tubes .fallopian tubes are completely and effectively blocked. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : pain, menorrhagia, urinary tract infection, vaginal discharge. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs+mr received, reporter added, lot number added, event added as :- abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: bladder/urinary, migrationof essure device location of device: device moved to uterus, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse),vaginal discharge, fatigue incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of essure device location of device: device moved to uterus") and pelvic pain ("pain-right side of pelvis") in an adult female patient who had essure (batch no. 789034) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included seizure and c-section. Concurrent conditions included vulvovaginal pruritus, burning feeling vagina, ovarian carcinoma, chlamydial infection, seizures and haemorrhagic cyst. Concomitant products included medroxyprogesterone acetate (provera) (B)(6)2011 to 2011 for contraception as well as topiramate (topamax) since 1996. On (B)(6)2011, the patient had essure inserted. In december 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), vaginal discharge ("vaginal discharge") and fatigue ("fatigue"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), cystitis ("infection (bladder/ urinary tract/vaginal) type: bladder") and urinary tract infection ("infection (bladder/ urinary tract/vaginal) type : urinary"). The patient was treated with surgery (to remove the essure implant-total hysterectomy (uterus and cervix removed)) and surgery (to remove the essure implant-total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6)2017. At the time of the report, the device expulsion, cystitis and vaginal discharge outcome was unknown and the pelvic pain, vaginal haemorrhage, menorrhagia, urinary tract infection, dysmenorrhoea, dyspareunia and fatigue had resolved. The reporter considered cystitis, device expulsion, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, pelvic pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: right tube 4 coils, left tube 2 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: total bilateral occlusion on (B)(6)2011 patient had total fluoroscopy resulted in appropriately placed bilateral essure micro-inserts in the fallopian tubes .fallopian tubes are completely and effectively blocked concerning the injuries reported in this case, the following ones were described in patient¿s medical record confirming event : pain, menorrhagia, urinary tract infection, vaginal discharge quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: quality safety evaluation of product technical complaint. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.